Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on an unknown date, the patient underwent MRI of the lumbar spine which showed severe degenerative disease with darkened discs and degenerative discs at l3-4, l4-5, and l5-s1. (B)(6) 2005 the patient presented with the pre op diagnosis of degenerative disc disease l3-4, l4-5, l5-s1. The patient underwent the following procedures: l3, l4, l5 laminectomy. Inspection of disc space l3-4, l5-s1. Posterior lumbar interbody fusion, l4-5 with peek interbody cage and rhbmp-2/acs, pedicle screw fixation, l3 though s1 with click extra pedicle screws and rods, posterolateral fusion, l3 through s1 with rhbmp-2/acs local bone, agf and grafton. Intraoperative use of emgs. There were no specimens sent to the laboratory. 10 mm jackson-pratt drain was left in place. Per the op notes, at l4-5 level, 11 mm peek-tr cages were placed in the intervertebral space bilaterally. The surgeon was able to pack them with rhbmp-2/acs and place rhbmp-2/acs in between the two cages. Intraoperative fluoro and emgs was then used to place pedicle screws. Then l3, l4, l5 transverse processes were decorticated at the sacral ala. Then more rhbmp-2/acs was placed over this. Then the bone that had been removed during the laminectomy was cleaned of soft ti ssue and morselized. This was mixed with agf which was spun won from blood phlebotomized from the beginning of the case. This was packed over the rhbmp-2/acs in the posterolateral are and over this was placed grafton putty to hold everything together. No patient complications were noted. The post operative diagnosis was degenerative disc disease l4-5 with auto fusion l3-4 and l5-s1. On an unknown date, post operatively, the patient started developing right sided leg pain and on x-ray it appeared as if the rod had actually come off of the s1 screw. Based on the fact he continued to have back pain and right leg pain. (B)(6) 2006 the patient presented with the pre op diagnosis of painful hardware on right, possible pseudoarthrosis. The patient underwent removal of right sided instrumentation l3 through s1, exploration of fusion utilizing intra operative emg. No patient complications were noted. The post operative diagnosis was painful hardware on right. 7 mm jackson-pratt drain was left in place. There was small durotomy repaired primarily and then with duragen.